Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis indicated that there was no low voltage fault noted but the power consumption was increasing gradually which appears consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Further, device replacement was recommended within 90 days. To date, no intervention was performed and device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis indicated that there was no low voltage fault noted but the power consumption was increasing gradually which appears consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Further, device replacement was recommended within 90 days. To date, no intervention was performed, and device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The power consumption was increasing gradually which appears consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a gradual increased.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). Data analysis indicated that there was no low voltage fault noted but the power consumption was increasing gradually which appears consistent with the capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Further, device replacement was recommended within 90 days. To date, no intervention was performed, and device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.